Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal 8cm section of the stabilizer was broken/fractured, the stabilizer was kinked, the delivery catheter was noted to be flattened in a number of locations, there was damage noted to the distal end of the stabilizer (distal taper tip), and the stent was still loaded within the delivery catheter. There were no anomalies noted to the deployed stent. During a functional test, the delivery system was flushed. An attempt was made to advance the stabilizer to deploy the stent, however the stabilizer would not advance within the delivery catheter. The distal taper tip was cut off and the stabilizer was removed from the catheter, proximally, the stent was deployed. An attempt was not made to advance a guidewire through the stabilizer lumen due to the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event can be confirmed based on the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. It was reported that after delivered it to the location, when deploying the stent, the operator found the stent delivery pole was kinked, so he tried to deliver the guidewire again but after the guidewire was advanced into stent system for 1/3 it could not be advanced any more. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. The device was returned, and the distal end of the stabilizer was noted to be broken/fractured and kinked, the delivery catheter was flattened in a number of locations and there was friction noted during the attempt to advance the stabilizer to deploy the stent from the delivery system. It is probable that the device was damaged during the attempt to advance the device causing the reported friction and damage noted to the device. An assignable cause of procedural factors will be assigned to the reported 'stent stabilizer kinked/bent', 'stent stabilizer/catheter friction' and 'stent/stabilizer/guidewire friction', and to the analyzed 'stent stabilizer broken/fractured during use', 'stent stabilizer kinked/bent', 'stent delivery catheter flat/crushed' and 'stent stabilizer/catheter friction', as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device discovered that the stent (subject device) stabilizer was broken/fractured during use. The procedure was completed successfully. There were no clinical consequences to the patient reported as a result of this event.